Manufacturer narrative:
D4 & h4: serial number, model,catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the user needed to find where the medication was located to pull it for a patient in need. The technical support specialist discussed that if blind count was enabled on the device and the medication in question, the count would be masked when using global find to maintain the blind count setting, which was by design to prevent diversion. The technical support specialist logged into the server remotely via remote support service and verified that the devices had blind count enabled under settings, devices and formulary tab, along with the provided medication identifiers. The technical support specialist called the customer and shared the knowledge article "medes: global search/global find shows (>0) quantity on screen for other stations" and confirmed that issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had user needed to find where fentanyl 100 mcg/2 ml vials (med ID (B)(6)) were located to pull for a patient in need. The customer stated that this malfunction occurred while dispensing the medication, unable to access medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.